Event description:
Device manufacturer became aware of a published clinical article discussing lead breaks in two pediatric patients. The article, entitled "complications of vagal nerve stimulation for apilepsy in children" (ref neurosurg rev doi 10. 1007/s10143-005-0005-5), indicated that 2 of 36 pts studied underwent replacement surgery more than three years post implant due to lead fracture. In both cases, device malfunction was suspected as a result of high lead impedance test results during device diagnostic testing and was confirmed via x-ray. The lead discontinuities in each case caused the high lead impedance events, however, the cause of the lead fractures is unknown. No serious injury was reported in conjunction with either of the lead breaks. Neither pt had experienced any recent injury or trauma that may have damaged the vns therapy system. Both the lead (including electrodes) and generator were replaced in each case. Report is complete because article author refused to respond to manufacturer's request for additional information, indicating that the intent of the article was not to initiate a complaint against the vns therapy system and citing pt privacy laws. Consequently, the return of the explanted devices for analysis is not expected.